Manufacturer narrative:
Device eval by manufacturer:returned product consisted of a jetstream xc-2.4 atherectomy catheter. A 0.014 unidentified filter guide wire was stuck in the device. The device and the catheter shaft were analyzed for damage. Visual analysis showed damage on the shaft in the form of buckling/kinks. There was a severe kink located 57.8cm from the tip. The buckling damage noticed was located 54cm, 55cm and 56cm from the tip. It was noticed that the guidewire was stuck in the device and protruding from the distal tip approximately 63cm. The wire was protruding from the proximal end of the device approximately 118cm. Functionality testing was completed. The device did not function as designed due to the severe kink that was noticed on the shaft. The kink also contributed to the guidewire sticking issue. Pushing, pulling and torqueing the device may cause the damage that was noticed on this device. The distal cutter was removed to find that the coating was peeled and scraped from the wire and had occluded the bushing inside the tip area which also contributed to the guidewire sticking issue. Inspection of the remainder of the device, apart from the observed damage, revealed no damage or irregularities. The jetstream device dfu lists the compatible guidewire that are to be used with the jetstream device. The guidewire that was used during this procedure was not on the compatible list. The wire used was a filter wire of unknown make. Filter wires are not on the compatible guidewire list. Use of any non-compatible guidewire may compromise performance or damage the jetstream system.

Event description:
It was reported that the device became stuck on the wire. A 2.4 mm jetstream xc device was selected for an atherectomy procedure in the superficial femoral artery. During the procedure inside the patient's body, the device became stuck on the wire. There were no patient complications reported.